Manufacturer narrative:
Philips service replaced the ip pc and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the generator was unavailable, and the ip pc was replaced to restore imaging on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.